Event description:
Patient was revised. Reason for revision is unknown.

Event description:
Patient was revised. Reason for revision is unknown. **update** (B)(6) 2011 - medical records were received. The revision operative report indicates there was metallosis in the joint. The acetabular socket was vertical and not grossly loose, but did not have any significant ingrowth.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised. Reason for revision is unknown. **update** (B)(4) 2011 - medical records were received. The revision operative report indicates there was metallosis in the joint. The acetabular socket was vertical and not grossly loose, but did not have any significant ingrowth. Update litigation alleged the asr hip was explanted due to pain, disability and physical disfigurement.

Event description:
Patient was revised. Reason for revision is unknown. **update** (B)(4) 2011 - medical records were received. The revision operative report indicates there was metallosis in the joint. The acetabular socket was vertical and not grossly loose, but did not have any significant ingrowth. Update (B)(4) 2012 litigation alleged the asr hip was explanted due to pain, disability and physical disfigurement. There is no new information that changes the outcome of this investigation. **update** (B)(4) 2013 (B)(4); plaintiff's preliminary disclosure form was received, which identified part/lot information. Medical records were also received, which indicate that patient was revised to address inflammation, as well as metallosis, vertical cup and no significant ingrowth. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.